Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# va0518g, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va0518g, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: extension. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s deep brain stimulator therapy was removed due to an infection on (B)(6) 2013. Additional information received reported that the patient had bumped their head and a scab had developed. The scab would not go away and finally had gotten to a point where the healthcare professional was concerned about an impending infection and the entire system was removed. The patient was doing fine but was at his pre surgical tremor levels since he had no stimulation. There was no culture available and no device would be returned.

Event description:
Additional information received reported, the patient did not have concerns with their device or therapy.